Event description:
It was reported that a customer experienced an issue with their pump battery not charging. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to try different wall outlets, adapters, and charging cables, but these measures did not resolve the problem. Consequently, technical support decided to replace the pump and verified the shipping address. The customer was instructed on how to put the pump into storage mode before returning it to tandem.